Event description:
A customer contacted baxter's global technical service center to report not being able to open the door on the homechoice device. The homepatient (hp) needed to start over with new supplies. The hp accidentally contaminated the set-up and was unable to open the door. The technical service representative (tsr) had the hp cycle power off/on at load set and was able to open the door. Follow up with the patient revealed that his supplies were fine, however, he discarded the supplies and started over with new ones. The patient does not recall the lot number. The patient stated that he just wanted to start over with new supplies. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint is for a report of a patient not being able to open the cassette door after his supplies became contaminated. This complaint cannot be confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Not enough data are available within the complaint information to identify root cause; therefore the root cause of the complaint was not determined. The label review found the labeling adequate for the potential use error in this complaint. Renal quality engineering, along with plant manufacturing and quality, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Event description:
The facility representative contacted baxter to report a colleague infusion pump in which failure code 808:02 occurred during infusion which caused an interruption during delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.